Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed that waste was backing up into the tray. Fse then found that the drain hose was too long and cut 6 inches off and loosened the waste bottle cap to vent the tank. Waste was flowing normally. Fse ran several patient samples without any leaks. The quality controls (qc) was acceptable. There was no further action required by fse. A 13-month complaint history and serial number review was conducted serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introductions and applications states the following: at least once a day check the waste container to ensure that there is enough space remaining to accommodate a run. If necessary, empty container and add about one liter of fresh 5% sodium hypochlorite solution (household bleach). Chapter 2 pre-installation states the following: 2.5 connections: insert the waste tube firmly into the waste port located on the bottom of the main unit. (Refer to fig. 2-9). Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. (Refer to fig. 2-10). Note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. Caution: if the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay. Keep the waste tube end above the top of the waste liquid. The most probable cause was due to the waste line was too long and the tank cap did not allow venting.

Event description:
Customer reported a leak in the g8 instrument. The customer reported liquid coming from the blue cover on the left front of the instrument. The customer checked for detached tubing but none were detached. The waste was not backing up. The customer reported they were able to run controls earlier that day but since running samples, the leaking is occurring. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.